Event description:
Grounding pads on anterior and posterior thighs bilaterally length approx, 12 inches x 6 inches (l) post thigh w/ 1st degree burns, (l) lateral thigh w/ 1 inch area of 2nd degree burn. Rest of anterior thigh w/ 1st degree burn. (Rt) thigh anteriourly w/ 5 inch area of 2nd degree burn close to medical aspect of thigh, 1st degree burn to rest of anterior thigh where grounding pad was placed. Procedure was ablation - approx 76 minutes - grounding pads were originally placed on anterior thighs bilateral. Pt in prone position. Pads were moved during case to posterior aspect of thighs.